Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. The product was evaluated. A review of the share logs was performed and the transmitter unpaired itself was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.